Event description:
It was reported that this right ventricular (rv) lead exhibited noise and impedance issues. It was noted that the patient experienced presyncope. Subsequently, a revision procedure was performed, and a laser lead machine was used for extraction, and a new rv lead was successfully implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).